Manufacturer narrative:
Medtronic received additional information that 25 months post implant, further stent distortion with narrowing of the distal end and 2 fractures were seen on ap projections and 5 fractures on lateral. No treatment was prescribed. The device has been returned and analysis is in progress. A supplemental report will be submitted upon completion of analysis.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, a flattened melody valve with two unknown bare metal stents, cut but attached to the outer wall were received for analysis. The bare metal stents had been cut into sections. Remnants of mineralization and several pieces of native and host tissue were received with the valve. All leaflets were partially open. All leaflets were slightly stiff but flexible. Host tissue was not visible within the leaflets. Two leaflets were intact. A tiny perforation in the third leaflet adjacent to the belly of the cusp appeared to have occurred during explant. All commissures were intact. Pieces of glistening off-white pannus with native tissue attached were received. Blue monofilament sutures that remained attached to the pieces of pannus showed the possible anastomosis between the native and melody valve. Pieces of brown thrombotic host tissue were received with the valve but due to the receipt condition the location or origin could not be determined. The reported stent fractures were not confirmed due to the receipt condition. Conclusion: the pannus is consistent with historical events with pannus overgrowth around the inflow and/or outflow orifices of the melody valve. Reduced performance of the valve is attributed to thrombus, mineralization (calcification) and host tissue overgrowth. These findings are generally considered a patient related condition. While some pannus overgrowth is expected after valve replacement there are additional factors that may lead to a more abundant formation as seen with this valve. These factors include, but are not limited to: low cardiac output, blood flow turbulence, and foreign body reaction and fibroblast activity. Additional host factors, unique to each patient, may also play a role in the formation. The returned device has been sent to histopathology for further analysis. Following the completion of that analysis, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that over fourteen months post implant of this transcatheter bioprosthetic valve, a minor stent fracture (type 1) was noted. It was reported that no intervention has been required and the valve remained implanted with no adverse patient effects. One year and six months post implant, the patient had 4 stent fractures in addition to narrowing of the stent. It was reported that the physician feels this is not serious because the patient has not had evidence of dysfunction of the valve on follow-up echo's.

Manufacturer narrative:
The device history record has been reviewed and found acceptable. Based on the available information, this valve remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received: medtronic received additional information that 26 months post implant, the patient had their right ventricular outflow tract (rvot) conduit (with the transcatheter bioprosthetic pulmonary valve inside it) explanted due to re-stenosis of the valve. The case report form states that they found a mass on the transcatheter bioprosthetic pulmonary valve at explant but have not confirmed with the site what the mass was. The request has been sent to confirm what the mass was and if the device will be returned, but has yet to respond. No further adverse patient effects were reported. Device was replaced with another valve. Device code added for stent fracture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.